Event description:
It was reported that infusion sets were pulled out when caught on doorknobs, and the metal charging port was bent, making it hard to charge without positioning it in a specific way. There was no reported impact to the customer¿s blood glucose level. The customer did not wish to receive any follow-up regarding the issues.